Event description:
Although the medtronic ave stent is not indicated for use in saphenous vein bypass grafts, a 3.0mm diameter x 18mm length medtronic ave s670d over the wire stent delivery system was inserted into a severely diseased obluse marginal bypass graft. It was not possible to cross the target lesion due to tortuosity of the vessel. The stent and delivery system were pulled back into the guide catheter where the stent dislodged in the right femoral artery. Consequently, the pt went to surgery for the removal of the stent. The targeted lesion was treated by another MFR's stent. There was no additional clinical sequelae reported relative to the event. There is no further info available from the user facility.